Event description:
Spoke with the patient on (B)(6), 2011 and she states that there has not been any issue accessing the port on her last two fills. She feels the band had been fairly successful and overall happy with results. States she will contact the company if port dislocation becomes a problem with fills.

Manufacturer narrative:
(B)(4). Corrected data = year should have been 2011.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.(B)(4)